Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported from the site that patient experienced additional electrical faults occurring since the last cleaning. The patient reported reoccurring electrical faults and was brought into hospital for log files to be downloaded. It was stated that the log files indicated twenty-seven (27) self-clearing electrical fault alarms (front-phase-c) and one controller fault sys-mostet-open. Cleaning procedure was performed by manufacturer engineer. An elective controller exchange was performed. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Upon evaluation by the manufacturer's representative, foreign material was found within the driveline connector. A cleaning procedure was performed to remove contaminants. There was no patient injury as a result of this event. The controller ((B)(4)) was returned for evaluation. Thorough external visual inspection of the controller revealed foreign material on the controller pins. The controller passed functional testing but failed visual inspection. Log files revealed multiple self-clearing electrical fault alarms and one controller fault alarm. The root cause for the reported event was found to be contamination within the pump driveline connector, likely due to a combination of driveline connector handling during implant, tunneling cap design, and the driveline/connector sealing process. The manufacturer has an open internal investigation to evaluate these types of issues. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The heartware hvad instructions for use (ifu00001, rev. 21 & ifu00199, rev. 04): provide instructions on how to properly handle the connector driveline during tunneling, placement of the rubber driveline cover and connection to the controller. Note that failure to follow instructions on protecting the driveline connector or improper use of the driveline cap could result in contamination or damage to the connector and electrical fault alarms could occur. IFU also advises that the driveline cover should completely cover the controller's silver driveline connector to protect it and keep it clean. Field technical bulletin gr00240 details that care should be taken, both during the implant process and post-implant, to ensure no foreign material enters the connection between the driveline and the controller. If foreign material contaminates this connection, electrical fault alarms may occur on the controller. To prevent driveline connector contamination, utilize the driveline cap, follow the tunneling technique as outlined in the IFU, keep the connections clean and free of any foreign material and examine the driveline connection prior to connecting it to the controller. The driveline connector must be completely clean and dry when connected to the controller. Foreign substances, such as lubricants, blood or saline should not be present on the driveline connector when you connect it to the controller. (B)(4).

Event description:
It was reported from the site that additional electrical faults were occurring since the last cleaning. On (B)(6) 2012 the patient reported reoccurring electrical faults and was brought into hospital for log files to be downloaded. It was stated that the log files indicated 27 self-clearing electrical fault alarms (front-phase-c) and one controller fault sys-mostet-open. Cleaning procedure was performed on (B)(6) 2012 by manufacturer engineer. An elective controller exchange was performed. No additional information available.